Event description:
A physician reported that the infusion was no longer worked and which led to severe hypotonias in the eye during vitreoretinal surgery. The surgery was completed on the same day by changing the cassette with another one. After the surgery while checking the consumables, it was found that trocar was blocked. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was incorrect (unknown) initially however it was updated to 164pd0. As a result of an internal review of the file, following submission of the initial report, suspect product was not a cassette for the reported event and this event (infusion was no longer worked and which led to severe hypotonias in the eye during vitreoretinal surgery. The surgery was completed on the same day by changing the cassette with another one. After the surgery while checking the consumables, it was found that trocar was blocked) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2024-00694. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, following submission of the initial report, suspect product was not a cassette for the reported event and this event (infusion was no longer worked and which led to severe hypotonias in the eye during vitreoretinal surgery. The surgery was completed on the same day by changing the cassette with another one. After the surgery while checking the consumables, it was found that trocar was blocked) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.